Event description:
Caller reported blood glucose result of 200 mg/dl on the advantage/voicemate system, professional system result of 94 mg/dl within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the strips, replacement was sent.